Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The nurse reported bleeding from the groin site. Manual pressure has been held. The patient was taken for a computed tomography then was upgraded to an impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations, ¿assess access site for bleeding and hematoma¿. Section: entering cardiac output, use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site¿. Section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the access site bleed could not be determined due to insufficient clinical details.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 61-year-old female with a known history of coronary artery disease presented in cardiogenic shock classified as society for cardiovascular angiography and interventions (scai) stage d. An impella cp was implanted for hemodynamic support. On post-implant day 0, the patient experienced bleeding at the groin access site. Nursing staff applied manual pressure; however, due to continued bleeding, the impella cp was explanted, and the patient was escalated to impella 5.5 support. Approximately four days after initiation of impella 5.5 support, the patient developed paroxysmal atrial fibrillation and required cardioversion. The device was noted to have migrated. Point-of-care ultrasound (pocus) assessment demonstrated the inlet measuring approximately 5.8 cm and contacting the atrioventricular septum. Imaging views were limited, and transesophageal echocardiography (tee) was recommended to assist with repositioning prior to extubation. Lactate dehydrogenase (ldh) levels remained elevated. Urine output improved following intravenous (ivp) lysix. Seven days later, the patient experienced episodes of ventricular tachycardia overnight and again the following morning, requiring defibrillation on both occasions. Nine days thereafter, care was withdrawn, and the patient expired. The access site bleeding associated with the impella cp is being reported as a serious injury type of reportable event, and the impella 5.5 is being reported as a death. The patient experienced device positioning complications and arrhythmic events. However, the patient¿s underlying conditions (advanced coronary artery disease, cardiogenic shock scai stage d) contributed most to the demise outcome. Note: h6. Component code and investigation type/findings/conclusion coding remain unchanged as previously reported. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.